Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d information references the main component of the system. Other relevant device(s) are: product ID: harmony-25, serial/lot #: (B)(6), ubd: 18-dec-2025, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter pulmonary valve, the guidewire was inserted into the right pulmonary artery (rpa) and there were no issues with the launch of the distal tip or with "marriage." Following guidewire insertion, the deployment "pop-up". Upon deployment of row 1-2, the valve was in a good position and there were no issues. Upon deployment of row 2, it was completely "pulled out" and the outflow side of the valve was deployed by pushing it to the folded part of the left pulmonary artery (lpa). The position of the valve on the inflow side was in the predicted position on fluoroscopy. The physician decided to adjust the shape of the outflow crown by pushing the tip of the non-medtronic (dryseal) sheath distally from the capsule of the delivery catheter system (dcs), and the transcatheter valve was re-sheathed. Subsequently, the dcs and valve were withdrawn from the patient, and the tip of the capsule was observed to be kinked. The transcatheter valve was cleaned with heparin and loaded into a new dcs to complete the procedure.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter pulmonary valve, the guidewire was inserted into the right pulmonary artery (rpa) and there were no issues with the launch of the distal tip or with "marriage." Following guidewire insertion, the deployment "pop-up". Upon deployment of row 1-2, the valve was in a good position and there were no issues. Upon deployment of row 2, it was completely "pulled out" and the outflow side of the valve was deployed by pushing it to the folded part of the left pulmonary artery (lpa). The position of the valve on the inflow side was in the predicted position on fluoroscopy. The physician decided to adjust the shape of the outflow crown by pushing the tip of the non-medtronic (dryseal) sheath distally from the capsule of the delivery catheter system (dcs), and the transcatheter valve was re-sheathed. Subsequently, the dcs and valve were withdrawn from the patient, and the tip of the capsule was observed to be kinked. The transcatheter valve was cleaned with heparin and loaded into a new dcs to complete the procedure. Additional information was received which clarified that "pop-up" refers to procedural wording when the tip of the outer sheath is placed in the bifurcation position of the main pulmonary artery. It was also clarified that "pulled out" meant the entire delivery system was pushed back by blood flow and pulsation. Additionally, when noting that the outflow crown was slightly tilted, it meant that the direction of the delivery system has changed and tilted.